Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead. X-ray examination found overtorqued of the inner coil consistent with procedural damage. The reported event of low pacing lead impedance was not confirmed.

Event description:
During the implant procedure, low pacing impedance was observed on the right ventricular (rv) lead. Repositioning was attempted, however, an acceptable pacing impedance could not be achieved. A lead malfunction was suspected. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.